Event description:
Dr reported that during an axillo bifemoral bypass procedure the graft was "cutt off" near the joint of the bifemoral. The damaged portion of the graft was removed and another graft was implanted to complete the operation. The term "cut off" as reported is not clear, efforts to obtain clarification of this term are in process.